Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the worn of the video connector socket. (B)(4) also found that the intermittent noise appeared on the image and sometimes total loss of the image when tested with an otv-s7 camera head while the plug was moved. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the video connector socket due to damage during use, wear and/or fatigue because more than ten years passed since the subject device had been manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before and during an unspecified procedure, it was found that the endoscopic image was displayed intermittently. The user completed the intended procedure with the subject device. There was no report of patient injury associated with the event.